Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that in the beginning of getting the therapy, the therapy worked really well for the patient's symptoms but then something happened where it stopped working, the patient stated they'd taken a fall in the snow on what they thought was their hip, but they weren't sure. The patient was unable to say when exactly the fall happened that led to the device/therapy not working for their symptoms but that it was past the five-year point, so the managing health care provider (hcp) replaced the battery. The patient stated after the battery was replaced, they tried every program, and they kept a chart, but it still wasn't working and it was driving them crazy so the health care provider (hcp) opted to replace it with their current system. Documented the reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.